Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The patient was hospitalized for unrelated conditions. During hospitalization, peritonitis was ruled out. Four days after admission to the hospital, the patient¿s condition worsened and the patient passed away. The cause of death was reported as myocardial infarction. It was not reported if an autopsy was performed. It was unknown if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.